Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to pass detect and treat testing. The failure was isolated to the pulse pins on the monitor's belt receptacle being bent, causing the monitor to be unable to baseline. The root cause for the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.